Event description:
Cervical laminectomy and fusion c6-t2 surgery with zimmer virage oct system on (B)(6) 2022. At follow-up office x-ray on (B)(6) 2022, the right c7 lateral mass screw had failed. The "bias angle collar" broke apart into two halves releasing the saddle, and the saddle stayed connected to the rod with the set screw. I contacted the company to know if the bias collar parts could migrate. They told me that nothing mechanical would prevent migration once the part had failed. Someone at the company suggested this was a rare event, but had happened to another physician recently and that perhaps there was a defective lot. I have followed the patient with serial x-rays over the past 2 1/2 months and the collar pieces have remained in place, probably due to healing tissue around them. I do not intend to remove the failed screw, if I do not need to. The right-sided construct remains intact from c6 to t2 without the c7 screw. The patient can perceive a clicking sensation in the area of the screw malfunction. He first noticed the clicking on (B)(6) 2022. FDA safety report ID# (B)(4).